Event description:
The customer reported to olympus that the gastrovideoscope had an air leakage from the gap when the packing at the base of the ultrasound transducer tip was slightly pushed. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, the acoustic lens was found to be scratched. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the water tightness was lost and there was a snag due to the cracked acoustic lens, bending in the up direction did not meet standard value due to, wear of the angle wire, the adhesive on the bending section cover was detached, the protector of the universal cord had a scratch on the control section side, the paint on the air/water cylinder was peeled, and the objective lens was scratched. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratched acoustic lens issue could not be determined, however, the issue was likely due to stress as a result of user handling/mishandling. Olympus will continue to monitor field performance for this device.